Event description:
The customer reported that during a case the system displayed corrupt file error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's software was reloaded. The system was tested and found to be working as intended and put back into service.